Event description:
The subject device was returned to an olympus service center for evaluation. The customer reported there was no image on the camera head when it was plugged into the processor. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided. There was no patient harm or user injury reported due to the issue.

Manufacturer narrative:
Inspection and testing confirmed the reported issue. A proper image was not displayed due to a defective cable. Only test patterns, such as color bars, were visible on the screen. There was no visible damage to the cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the video cable break was determined to have likely caused the image problem reported. It was assumed to be a customer mishandling issue. Olympus will continue to monitor field performance for this device.